Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer reported that using contact lenses since she was (B)(6). For the first time felt tearing with small wounds in both eyes, she could not stay with opened eye. Next day approached medical consultation, the diagnosis confirmed ulcers in both eyes. Treatment with antibiotic, hypotonic solution and other medication were prescribed to heal the wounds. The current status of the consumer's eye is resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Retain sample evaluation was performed. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).